Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that during an open reduction internal fixation on a right ankle, a screw was inserted into the pre-drilled hole. Upon final tightening of the screw, the head of the screw sheared off of the shaft of the screw. The screw remains implanted as the surgeon was happy with the purchase obtained by the broken screw and there was no portion sitting proud. No further information has been made available at this time.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned screw confirmed the implant fractured. The returned screw was sent to sem for fracture analysis and noted that it fractured due to torsional overload. The material analysis confirmed the product is consistent with 316 stainless steel. DHR was reviewed and no discrepancies were found. The root cause for the reported issue is determined to use error as an incompatible screw is used. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.